Manufacturer narrative:
(B)(4). The patient was a (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink buretrol solution set was involved in an upstream occlusion alarm incident on a sigma spectrum pump. The alarm was a false alarm as there was no actual occlusion. This occurred during infusion of normal saline mixed with an unknown solution, which was not previously frozen. The rate was either 8cc or 4cc per hour, and the rate which would complete the infusion in one hour was used. A baxter extension set was also used in the setup. The reporter indicated that the alarm was resolved by "jiggling the line". There was no damage noted with the set, and neither the pump nor the set had to be replaced due to the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.